Event description:
Patient reported left side "pain", deflation, and exchange of textured breast implants due to concern with the product. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-0101-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, patient's concern with the product, and deflation.

Event description:
Patient reported left side "pain", deflation, and exchange of textured breast implants due to concern with the product. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, opening, yellow particles in the surface of the shell. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an opening striated in the radius side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated opening in the radius side assessed as surgical damage.